Manufacturer narrative:
Conclusion: since the valve has been implanted for almost 10 years, it¿s unlikely that the stenosis is due to any potential manufacturing issue. The common probable cause for stenosis is due to pannus overgrowth. From the information received the valve remains implanted. Without the return of the valve for analysis, a root cause of the stenosis cannot be determined. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 9 years and 6 months post implant of this bioprosthetic valve, a transcatheter valve was implanted valve-in-valve due to stenosis of the bioprosthetic valve. No adverse patient effects were reported.